Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe an event code logged in the device memory that is related to a potential failure of the device to deliver defibrillation energy. The event code was cleared from the memory of the device and thereafter did not return. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation during the testing of their device. There was no patient use associated with the reported event.